Event description:
It was reported that bd ultra-fine¿ pen needle 30ga 8mm weuro had blockage from foreign matter in the needle. There were two occurrences.

Manufacturer narrative:
Date of event: (B)(6) 2018.

Manufacturer narrative:
Date of event: unknown. Investigation summary: one open 30g x 8mm pen needle sample was returned from lot. No. 6054687, cat. No. 320190. A clog test was carried out and it was observed that the needle was clogged with medication. Investigation conclusion: a clog test was carried out and it was observed that the needle was clogged with medication. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: this issue was found to be a medication clog. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that bd ultra-fine¿ pen needle 30ga 8mm weuro had blockage from foreign matter in the needle. There were two occurrences.